Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of "stent kinked." The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the pancreatic duct on (B)(6) 2017. According to the complainant, during the procedure, while completing deployment, the physician noticed that the proximal end of the stent buckled. There were no patient complications reported of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."